Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, physician noted the rv lead had perforated the septum into the lv. Initially the patient presented at a different hospital with dyspnea and symptoms of heart failure. The physician successfully repositioned the lead with no adverse effects. Patient is doing well and will be monitored with routine follow up. Further follow up revealed that the patient had shortness of breath and postural nocturnal dyspnea.